Event description:
Information was received that reported a patient had been hospitalized in 2005 due to hyperglycemia. Reportedly the patient had a blood glucose level of 800mg/dl upon admission. The patient reported "changed" her site multiple times and tried tubing from a different box. The patient reports receiving no alarms or alerts. The patient is concerned that the pump may not be functioning correctly. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.